Event description:
Olympus was informed that a pt was transferred to the reporting facility for an endoscopic retrograde cholangiopancreatography (ercp) procedure. The pt reportedly had a non-olympus ercp basket lodged onto a stone in the bile duct. Electrohydraulic lithotripsy was performed to destroy the stone to dislodge the basket without success. The user elected to insert an olympus lithocrush (subject device of this report) into the duct to capture and break the stone. The stone was dislodged from the original basket, but during the attempt to crush the stone, the user noted that the sheath of the lithocrush was buckling and eventually broke where the wires connect to the metal rod of the basket. The users then performed emergency lithotripsy using the olympus (B)(4) handle and sheath, but while attempting to crush the stone with this process, the wires reportedly broke somewhere in the emergency sheath, leaving approximately 10-12 inches of mangled wire protruding from the pt's mouth that were not able to be reinserted into the emergency handle sheath for another attempt. Reportedly due to lack of options, the physician was said to have pushed the wires into the pt's stomach and is planning more attempts to remove the basket.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info with no result. An olympus rep visited the user facility and was informed the lodged basket was removed from the pt via surgery. The current condition of the pt is not known. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. If additional info is received a later date this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.